Event description:
It was reported that there was noise, and lead integrity alert triggered due to "high rate ns" episodes and "sensing integrity counter." It was noted that there was an old, abandoned competitor lead near the lead, and that interaction between these leads probably resulted in oversensing. The sensing was reprogrammed to integrated bipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), that the criteria for the right ventricular lead integrity alert were met, and that the impedance trend on the rv (right ventricular) defibrillation coil was rising.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).